Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned.

Event description:
Customer states: during use on a patient at hospital, a nurse confirmed the cuff would not deflate. The customer confirmed that extubation and reintubation of a replacement tube was performed. After extubation, an air leakage from the cuff was confirmed. Customer confirmed no patient harm. Pre-test was done.